Event description:
The patient was enrolled in the investigator-initiated study, immuwhy. It was reported that the patient had pleural effusion. Immuwhy is a phase ii study of immunotherapy with durvalumab, or durvalumab and tremelimumab both, combined with y-90 sirt therapy in patients with advanced stage intrahepatic biliary tract cancer (btc) and are scheduled to receive y-90 sirt therapy as standard of care. This patient received durvalumab and underwent sirt with therasphere administration on (B)(6) 2023. On (B)(6) 2024 the patient had pleural effusion and was hospitalized. A pleural puncture was performed. The patient will be transferred to another hospital for further treatment and surgery. It was further reported that the pleural effusion was resolved with sequelae on (B)(6) 2024; however, the event of pleural effusion was assessed as unrelated to the therasphere device and unrelated to the procedure per the investigator.

Manufacturer narrative:
A2: age at time of event: year of birth 1944. (B)(4).

Event description:
The patient was enrolled in the investigator-initiated study, immuwhy. It was reported that the patient had pleural effusion. Immuwhy is a phase ii study of immunotherapy with durvalumab, or durvalumab and tremelimumab both, combined with y-90 selective internal radiation therapy (sirt) in patients with advanced stage intrahepatic biliary tract cancer (btc) and are scheduled to receive y-90 sirt therapy as standard of care. This patient underwent sirt with therasphere administration on (B)(6) 2023. The patient received durvalumab on (B)(6) 2023 and a third cycle was administered on (B)(6) 2023. On (B)(6) 2024, the patient had pleural effusion and was hospitalized. A pleural puncture was performed. The patient will be transferred to another hospital for further treatment and surgery.

Manufacturer narrative:
A2: age at time of event: year of birth 1944. D3: manufacturer address 1: chapman house, farnham bus park. D3: manufacturer zip/postal code: gu9 8ql. E1: initial reporter phone number: (B)(6). G1: MFR site address 1: chapman house, farnham bus park. G1: MFR site zip/post code: gu9 8ql.